Event description:
Customer stated that initial uric acid result for one sample was 0.4 mg/dl. Customer stated that test was repeated with a result of 8.2 mg/dl. Customer stated that the repeated result value was reported to the physician. Field service engineer verified that the instrument was performing as intended. Field service engineer was unable to duplicate the alleged failure.